Manufacturer narrative:
Qn#(B)(4). One coated spring wire guide (swg), dilator, lidstock, and several other components were returned for evaluation. A visual exam was performed and it was observed that the swg had two kinks near the distal end. No damage was observed on the dilator. The length and diameter of the swg were measured and found to be within specification. The dilator length and diameter were also found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A gage wire (.035") was inserted through the dilator. Resistance was encountered at the dilator tip. A device history record (DHR) review was performed on the finished kit, swg, and dilator and did not reveal any manufacturing related issues. The report that the dilator would not advance over the swg was confirmed by dimensional measurement and functional testing of the returned components. The inside diameter of the dilator was found to be undersized and a .035" gage wire could not be passed freely through the dilator as specified on the part drawing. Nonconformance request 40008670 has been initiated to further investigate this issue.

Event description:
The customer alleges that the swg (spring wire guide) was slightly kinked. No patient complications or injury reported.

Manufacturer narrative:
(B)(4). The device (catalog#) is not sold in the us. A similar device is sold in the us.

Event description:
The customer alleges that the swg (spring wire guide) was slightly kinked. No patient complications or injury reported.